Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The service technician determined the failure was due to the gray removable foam being installed incorrectly. The foam was reinstalled correctly. The device passed all the tests.